Event description:
It was reported the rigid video laparoscope had abnormal image. The event had occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blackout on left eye, water mist inside charged couple device objective lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that a universal cord malfunction caused the image blackout on the left eye and abnormal image and water mist inside the charged couple device objective lens is caused by a component failure of the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.